Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of there were tass cases; therefore, the condition of the product could not be verified. Even though no lot number was identified with this complaint; our products are processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that they have patient's that have experienced toxic anterior segment syndrome (tass). A completed questionnaire was received indicating the patient received medical treatment in the right eye of a adrenocortical steroid injection. An antibiotic, steroid and non-steroidal were administered to the patient. This is the first of six (6) reports from this facility.